Event description:
It was reported that one month post dialysis catheter placement, the hemostatic clip of the device was allegedly noted to be broken. The procedure was completed using an ultrasound assisted puncture. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows one hemostar dialysis catheter implanted in a patient. Blood like fluid was noted inside the catheter. Clamps was noted on both the extension legs. A piece of clamp on the blue extension leg was noted to be fractured and separated. Therefore, the investigation is confirmed for the reported clamp fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 09/2022), h11: h6 (method, result, conclusion), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that one month twenty days post dialysis catheter placement, the hemostatic clip of the device was allegedly noted to be broken. The procedure was completed using an ultrasound assisted puncture. There was no reported patient injury.